Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2170 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2022, a powerpicc solo 4fr catheter was placed in a patient with lung tumor for treatment. The catheter was placed on the right side of the precious vein. The catheter was placed smoothly. , take urokinase thrombolysis, urokinase thrombolysis did not dredge for three days, extubation, after extubation, a microthrombus was flushed out of the catheter. Suspected catheter valve problem.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of failure to infuse due to a valve issue is inconclusive. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation showed use residues along the catheter. The valve appeared unremarkable upon initial visual observations. A functional test of flushing the catheter with water using a 12 ml syringe proved the complainant catheter was patent to infusion and aspiration. The suspect catheter was then charged with water and suspended by the distal tip. The valve did not appear to leak in this suspended position. A microscopic observation revealed that the valve appeared unremarkable. Due to an inability to recreate the environment the complainant device was under during the reported failure, the complaint is inconclusive. An attempt to recreate the failure was made, however, the use environment could not be recreated. Consequently, this complaint is inconclusive at this time. Based on the description of the reported event, possible contributing factors include maintenance technique, buildup of biological material, and precipitate formation.

Event description:
It was reported on october 1, 2022, a powerpicc solo 4fr catheter was placed in a patient with lung tumor for treatment. The catheter was placed on the right side of the precious vein. The catheter was placed smoothly. Take urokinase thrombolysis, urokinase thrombolysis did not dredge for three days, extubation, after extubation, a microthrombus was flushed out of the catheter. Suspected catheter valve problem.